Manufacturer narrative:
Patient one is a female, date of birth (B)(6). Patient two is a female, date of birth (B)(6). Patient three is a female, date of birth (B)(6). Patient four and five information not provided. The company name and the address of the initial reporter were recorded in (B)(6). The electronic 3500a application would not allow entry of the (B)(6) characters to enter the initial reporter contact information. Beckman coulter inc. Assessment of customer supplied data indicated that instrument assay quality control (qc) results executed on the day of the event recovered within the customers established specifications. Level two and three qc results recovered below two standard deviations from mean values on the day after the event. The instrument assay was recalibrated and subsequent qc results recovered closer to mean. No root cause can be determined with the data supplied for this event.

Event description:
The customer reported that on (B)(6) 2011, erroneous prenatal screen interpretations were generated on an access 2 immunoassay system for five patients. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat all assays recovered within stated precision claims except for the unconjugated estriol assay. No other assay/analyte results provided were questioned by the customer. The discrepant results caused one patient's prenatal screen interpretation to go from negative to positive. Two patients' prenatal screen interpretations changed from positive to negative. Results for patients four and five indicated their prenatal screen interpretation likely went from positive to negative however the actual multiple of the median (mom) interpretation results for these patients were not provided. The erroneous prenatal screen interpretations results were reported out of the laboratory however there were no reports of adverse event, serious injury or modification to patient treatment associated with this event. No sample collection/handling information was provided by the customer.